Event description:
Home patient called in to baxter's technical service center for assistance. Per initial report, the home patient started a new therapy session using the same set-up. No patient injury or medical intervention reported at the time of the incident.